Event description:
The customer reports a broken nail near proximal end. First surgery (B) (6), 2009. Pain in right hip without recall of traumatic event reported on (B) (6), 2010. Revision surgery (B) (6), 2010.

Manufacturer narrative:
Na